Manufacturer narrative:
Additional analysis was performed on the instrument by an advanced failure analysis engineer. The force bipolar instrument was confirmed to have a broken grip cable at the distal end. The other end of the broken grip cable was found in the main tube. The grip cable was realigned to where the hypotubes begin, and it was observed that the grip cable appeared to meet the other end of the break indicating that there was no missing length. However, it was unclear if the break resulted in any metallic fragments, filaments, or microscopic particulates and therefore, it remains that there may be a potential fragment.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting a broken cable, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fb instrument was analyzed and found to have a broken grip cable at the distal end. Additionally, the instrument was found to have corrosion on one or more clamping pulleys in the backend. When cable breakage occurs, the instrument is immediately inoperable due to loss of functionality. The instrument has tungsten drive cables to transmit motion from the input discs in the housing, through the main shaft, and to the distal instrument tip. These cables are exposed at the instrument tip and control movements at the wrist. The complaint regarding a broken cable was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of cable breakage, whether partial or full, is attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing. This issue can be resolved by using an alternate instrument to complete the procedure. This complaint is considered a reportable event due to the following conclusion: it was alleged that the instrument cable broke. It was unknown if a fragment fell inside the patient during a da vinci assisted procedure. X-ray was performed. Failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling into the patient may require surgical intervention.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the cable of the force bipolar (fb) instrument was broken. The customer stated that there was no collision between the instruments. It was unknown if there was any fragment falling into the patient¿s anatomy. The customer replaced the fb instrument to continue with the procedure. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and found no issue. The gray or silver cable was broken. There was no loss of cautery and no sign of thermal damage. There was no instrument collision. X-ray was performed and found no retained fragment. After being asked and after running the test, the customer stated that probably no fragment fell into the patient¿s anatomy; however, was unsure.